Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the insulin pump's clock was not functioning properly. The caller stated that the device would spontaneously switch from am to pm without any input. Blood glucose level at the time of the incident was not provided. The caller stated that she would have the customer call back. The insulin pump was not replaced or returned for analysis.